Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked and the cause was not unknown.. Blood glucose level was 264 mg/dl and was addressed by administering a manual injection. Reportedly, the pump was not functional. Customer would use a back-up pump as alternate insulin therapy.